Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the root cause could not be determined.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no abnormalities that could have caused the leaking condition. Functional testing did not identify any signs of a leak in the device. The initial evaluation could not confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor sv2 leaked while filling the device. There was no patient involvement. No additional information is available.